Manufacturer narrative:
The customer¿s report of a leak at the bond above the texium could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking of a small amount of chemotherapy at the bond above the texium. No details of this event were provided but in some similar events the bond has appeared cloudy, and at other times, normal in presentation. Leaking was noted on the nursing units during patient use but not in the pharmacy during medication preparation. The customer tried to recreate the leaking event, but was unable. There was no report of patient harm.